Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the smileset all-day aligners caused or contributed to the patients symptoms. This event is being filed as a MDR as the patient reported a cracked tooth while a smileset all-day aligner was being used.

Event description:
The customer alleged that the lower aligners were too tight and caused a tooth to crack. The customer stated the tooth could not be saved and it needed to be extracted.